Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported while using the grasper during a surgery, a screw inside the grasper was thought to have come apart. The surgeon could not find the screw. There was a surgical delay of about 5-10 minutes. This is a conservative filing since the location of the missing piece is not confirmed.

Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: while the grasper was in used, the jaw out inside the patient the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be excessive force, or rotational force with the jaw under load. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported while using the grasper during a surgery, a screw inside the grasper was thought to have come apart. The surgeon could not find the screw. There was a surgical delay of about 5-10 minutes. This is a conservative filing since the location of the missing piece is not confirmed.